Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. It is unknown if the pt was harm at the time of incident.

Manufacturer narrative:
Npb not authorized to service the ventilator but performed inspection only. The ventilator is a rental unit from uhs. Multiple attempts have been made to try to retrieved further event and patient info but no customer response. A follow up report will be submitted, should new info become available.